Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 02 may 2025,senseonics was made aware of an incident where user reported of receiving no sensor detected alerts resulting in early sensor removal. The user was unable to maintain a stable connection between the transmitter and the sensor, even with a replacement transmitter.

Manufacturer narrative:
On (B)(6) 2025 the user complained about receiving no sensor detected alerts since insertion on (B)(6) 2025. The user was unable to maintain a stable connection between the transmitter and the sensor, even with a replacement transmitter. As a result, an RMA was authorized for the return of sensor for further investigation. In-housing testing on the returned sensor indicated intermittent communication and power transmission from the sensor antenna. Additionally, ultrasound imaging of the sensor insertion site, performed as part of the associated case, indicated that the sensor may have been inserted at a suboptimal angle. These findings suggest the issue likely resulted from a combination of misaligned insertion and intermittent sensor communication. The user was offered a sensor replacement as a resolution. B4.date of this report (B)(6) 2025. G3. Date received by the manufacturer? 31 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.